Manufacturer narrative:
Complaint conclusion: as reported, the outback elite (120cm re-entry) was used, but there was difficulty in angiography and the l/t marker did not match. It was unknown how the procedure was completed. The procedure was finished successfully. There was no reported patient injury. The patient¿s information was unknown. The target lesion was the superficial femoral artery. The patient¿s vessel level of tortuosity and calcification was unknown. The rate of stenosis was 100% (cto). The device stored, handled and prepped per the instructions for use (IFU). There was no difficulty advancing the device to the target lesion. The device did not pass through any acute bends. All of the markers were accounted for when the device was taken out of the patient. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 17438707 was performed and it was found that no defective units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. The product instructions for use (IFU) instructs the user to orientate the lateral exit port of the outback elite re-entry catheter towards the desired vascular target site via rotation of the rotating knob. Using fluoroscopic guidance, rotate the rotating knob until the catheter ¿lt¿ directional marker band on the nosecone appears as a ¿t¿. 15. If additional orientation adjustments are necessary, this can be achieved via rotation of the rotating knob. A confirming orthogonal view should be considered after each new adjustment of the catheter towards the re-entry target. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Event description:
As reported, the outback elite (120cm re-entry) was used, but there was difficulty in angiography and the l/t marker did not match. It was unknown how the procedure was completed. The procedure was finished successfully. There was no reported patient injury. The patient¿s information was unknown. The target lesion was the superficial femoral artery. The patient¿s vessel level of tortuosity and calcification was unknown. The rate of stenosis was 100 % (cto). The product was clinically used and will not be returned for analysis. The device was stored and handled and prepped per the IFU. All of the marker bands were retrieved from the patient and accounted for.